Manufacturer narrative:
Investigation is in progress. A supplemental MDR will be submitted once the investigation is completed. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged discrepant results for two patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged samples initially generated a negative sars-cov-2 result. The same samples were retested on another cobas liat (sn: (B)(4)) where a positive sars-cov-2 result was generated. No results were reported out. No harm was alleged. An investigation is being conducted to evaluate the customer issue. Per FDA¿s eua guidance, 2 mdrs will be filed.

Manufacturer narrative:
Data from the 2 cobas liat analyzers was provided by the customer. Although requested, no sample identifying information was provided by the customer to identify the runs in question. Without sufficient information, the investigation could not determine the root cause of the discrepant results, however review of the data and final conclusions suggest that a sample at the limit of detection of the assay, either from a low titer or cross-contamination, or the off-label collection kit could be factors. Validated collection media kits for each specimen type can be found in the method sheet. Collection kits that are not recommended in the method sheet could have a different chemical composition and affect the performance of the assay. Updated b6 and b5 to reflect that the samples used were previously known sars-cov-2 positive and used for cobas analyzer s/n (B)(6) validation purposes. Updated device code to "non reproducible results", added evaluation method code "analysis of data provided by user/third party".

Event description:
The customer tested previously known sars-cov-2 samples on a cobas liat analyzer for validation purposes. The results generated for both samples was sars-cov-2 negative. The same samples were then retested on another cobas liat analyzer and each generated the expected sars-cov-2 result. The results were not reported out as this was only for instrument validation.

Manufacturer narrative:
This is a follow-up report to provide the case conclusion for 2243471-2022-00354. Instrument data was not provided from the liat for review of instrument performance. Without data, the investigation could not determine the root cause of the discrepant result, however, a sample at lod, either from a low titer or cross-contamination, or the off-label collection kit could be factors. Due to the lack of data and information, additional conclusions cannot be provided. No product problem was identified. (B)(4).

Manufacturer narrative:
Updated testing dates in b6 as exact information provided is unclear.